Event description:
On (B)(6) 2022, information was received from a manufacturer representative (rep), regarding a patient receiving baclofen (500 mcg/m l, 100 mcg/day) via an implantable pump. It was reported the patient's pump eroded through the skin due to scoliosis and patient positioning. The pump was explanted on (B)(6) 2022. The pump was discarded and the catheter remained in the patient. They planned to implant a new pump in the future. The issue was resolved at the time of this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.